Manufacturer narrative:
Date of event and patient's weight are estimated. It was reported that the patient's drg battery pocket incision had opened back up, so a new pocket was created. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's ipg pocket incision opened therefore the ipg was placed inside a new pocket to address the issue.